Event description:
It was reported that during a pta/stenting treatment procedure, catheter removal difficulties were encountered. The customer stated that, the "stent delivery system, after deployment, would not slide off the guide wire out of the body. The entire system had to be removed together causing the physician to loose access." No pt injuries or complications were reported. Current pt status is reported as "okay."

Manufacturer narrative:
The customer reported that the stent remains implanted and the delivery device will not be returned, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Procedure could not be determined.